Event description:
It was reported while running patient samples on bd facscalibur¿ flow cytometer erroneous results were obtained. Test was repeated and the issue remains. Results were not used for diagnosis and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: facscalibur-abnormal results. Clinical use. Not used for patient diagnosis. Customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975 and serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05mar2020 to 05mar2021. Complaint trend: there are 6 complaints related to the issue of erroneous results; date range from 05mar2020 to 05mar2021. Manufacturing device history record (DHR) review: DHR part # 342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to misaligned optics. The fse (field service engineer) confirmed the issue and repaired the instrument by realigning the optical path. No parts were requested for evaluation as there were no replaced parts. After the repair the fse re-ran the quality control (9277450) and used the new quality control to debug the test sample. There were no abnormalities found through this testing and the instrument was concluded to be operating normally. Although the unexpected results were from patient samples, the customer confirmed that no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 06apr2017. Defective part number: n/a. Work order notes: subject / reported: pi-342975-facscalibur-result abnormal. Problem description: facscalibur - results are abnormal. Clinical use: not used for patient diagnosis. Work performed: check and repair the instrument, calibrate the optical path of the instrument, re-run the quality control (9277450) to pass, use the new quality control to debug the test sample, no abnormality is found, and the instrument is operating normally. Cause: the optical path of the instrument is not good and needs to be corrected. Solution: check and repair the instrument, calibrate the optical path of the instrument, re-run the quality control (9277450) to pass, use the new quality control to debug the test sample, no abnormality is found, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes. No. ID: (B)(4). Hazard: operational hazard ¿ fl3 separation qc failure. Cause: fl3 filter¿s optical characteristic is not optimal. Harmful effects: cannot proceed with clinical results after qc failure. Risk control: new fl3 filter to optimize optical characteristics. Implementation verification: verification protocol and report vp1256. Effectiveness verification: -implementation of service bulletin via servicemax. ¿product tech support engineer performed effectivity check via servicemax wo audit. Probability: 1. Severity: 3. Risk index 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ? Yes. No. Root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. Conclusion: based on the investigation results the root cause of the erroneous results was due to misaligned optics. The fse confirmed the issue and repaired the instrument by calibrating the optical path. After the repair the fse used the new quality control to debug the test sample and confirmed that the instrument was performing as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running patient samples on bd facscalibur¿ flow cytometer erroneous results were obtained. Test was repeated and the issue remains. Results were not used for diagnosis and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscalibur-abnormal results clinical use not used for patient diagnosis customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.